Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that had had 56 discharges below threshold was confirmed during product evaluation. The assignable cause for the reported problem was determined to be user error. The main batteries and safety harness were replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.

Event description:
The facility representative contacted a (B)(4) technical service representative to report a colleague infusion pump that had 56 discharges below threshold for it's main batteries; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.